Event description:
A customer reported a cartridge alarm 20 with their insulin pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.